Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture confirmed via MRI, CT scan, and mammogram. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, non-penetrating nicks in the shell, and creases fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge on posterior due to a surgical impact opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp broken edge on posterior due to a surgical impact opening.

Event description:
Patient reported left side rupture confirmed via MRI, CT scan, and mammogram. The device has been explanted.